Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-12855. The report was submitted in error.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that the cadd-solis vip, mdl 2120, pump was not recognizing the attached cassette and alarmed. It was reported this was an out of box failure. No additional information is available at this time. No adverse patient effects were reported.